Manufacturer narrative:
The field service engineer (fse) found the reference electrode damaged and replaced it. The fse replaced the ise reagents. The fse performed a precision test. The customer calibrated and the qc was acceptable. The system was performing to the manufacturer's specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable ise indirect na and cl for gen.2 results for 1 patient tested on a cobas 6000 c (501) module. The initial na result was 83 mmol/l and the repeat result was 135 mmol/l. The initial cl result was 165 mmol/l and the repeat result was 98 mmol/l. The repeat results were deemed to be correct. The na electrode lot number was asked for but not provided. The na electrode expiration date was 22-jun-2020. The cl electrode lot number and expiration date were asked for but not provided.